Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a broken luer lock/blue winged cap connection site. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter healthcare that the luer lock/blue winged cap connection site had broken off of one (1) ce infusor sv 1 device. This was observed before use. No patient involvement. No additional information is available. This is report 1 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4).additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.